Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): product ID 6947m implantable tachy lead implanted: 2013-(B)(6). (B)(4).

Event description:
It was reported the patient developed a large hematoma after implant of the device and lead. The physician evacuated the hematoma from the device pocket. The device and lead remain in use. No further patient complications have been reported as a result of this event.